Event description:
The account alleged the bed would drive backward when trying to go forward with the intellidrive. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.